Manufacturer narrative:
The pump has been returned to animas for evaluation. When the device has been investigated, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover, with stripped threads. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The power complaint was unable to be duplicated. The test battery cap was fit to maintain an electrical connection and successfully complete 24 hour testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.